Event description:
Patient undergoing procedure for central line placement with micro introducer guidewire. During the procedure, the guidewire became stuck upon initial attempt at removal, but then released from the needle with mild traction. The wire appeared stretched but intact. The procedure continued uneventfully with a new micro introducer kit. Later during a post operative x-ray, it was noted that a portion of the guidewire had broken off and retained in the patient. Patient required a procedure to remove the retained guidewire. Unknown, photo of product.